Event description:
It was reported that right ventricular (rv) was capped on (B)(6) 2025 and replaced due to fracture however, could not see the fracture on imaging. The patient is in stable condition.